Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an angiographic procedure, the distal tip of the 4 fr. 65 cm nylex pigtail catheter separated while withdrawing the catheter over a very calcified cross-over. The separated piece of the catheter remained jammed on the calcification in the terminal aorta. The separated piece of the catheter was removed successfully from the patient via the preface. There was no reported patient injury. The physician's comment regarding the event was that the incident is directly related to the patient's vasculature. The product was inspected prior to use with no anomalies noted. The product was prepped properly according to the instructions for use with no problems noted. No additional information is available.